Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient underwent explant of the rns system neurostimulator on (B)(6) 2021 due to infection at the implantation incision site. No culture results have been provided. No additional information has been provided by the treating center.